Event description:
Report received from the USA stating that during routine inspection the device was noted to have "a hole in the hose". The event was not related to surgery. No injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and found to have a hole in the hose. This is due to mis-handling. The event was confirmed. If additional information is received, a supplemental report will be sent.